Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 87.0 and 92.0 cm from the proximal end. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned device confirmed the pusher assembly was kinked. This damage may have occurred due to forceful handling of the ruby coil during removal from the packaging or preparation for use. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
While preparing a ruby coil for a coil embolization procedure, the scrub technologist found that the ruby coil pusher assembly was kinked on the back table prior to inserting the ruby coil into the microcatheter. The scrub technologist stated that she handled the coil delicately and felt that the ruby coil was kinked before coming out of the packaging. The damaged ruby coil was found prior to use and therefore, the ruby coil was not used in the procedure. The procedure was completed using additional ruby coils.